Manufacturer narrative:
Evaluation of the returned sample found drain lumen to be completely blocked wheavy encrustation under the balloon which pushed the latex upward into the snipped infaltion eye. Catheter shaft only was returned w/funnel and inflation arm missing and balloon was still inflated. No conditions other than the heavy encrustration were found in the partial sample that could have caused or contributed to the non-deflation issue.

Event description:
When attempting to remove a foley cather that had been indwelling for approx. 1 wk , the balloon would not deflate even with strenuous aspiration. The pt was taken to ultrasound where it was verified that the balloon was still in bladder. Doctor injected local anaesthetic jelly into urethra & by using very firm, continuous traction, remvd cath w/no obvious trauma.